Event description:
Indication for procedure: malfunctioning lead. Procedure: this was a left-sided procedure performed in the cardiac catheter lab, 1 lead to be removed (active ICD lead [unk site placement] implanted in 2005). Md attached the lld-ez to the distal tip of the lead and lased with a 14f sls successfully. New lead was in place when the pt's blood pressure began to drop. CT surgeon was called in to the room, pt was transferred to the or, a partial thoracotomy was performed, and a tear in the svc was repaired. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the MFR. Lot history reviews were unable to be performed secondary to devices being disposed of and hospital staff did not record this info. Pt's outcome: the pt recovered and was discharged later in the week from the hospital.

Manufacturer narrative:
MFR dates for all devices: unk.